Manufacturer narrative:
H10: the complaint was reassessed for reportability and determined to be reportable as a serious injury is reported under emdr number 2020394-2020-06250. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 2120f vena cava filter allegedly experienced perforation, detachment and difficult to remove. This report was received from one source. Of the one event, one patient was involved with no patient consequences. The female patient 56 years old and weight was not provided.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that an unknown snf vena cava filter some time post filter deployment, it was alleged that the filter struts detached from the device and are now retained in the lungs. The device and filter struts have not been removed and there were no reported attempts made to retrieve the filter. This report was received from one source. This event involved one patient whose gender,age and weight were not provided. This patient had no reported patient injury.